Manufacturer narrative:
A complete manufacturing and material records review for the perceval sn (B)(6), pertaining to the reported event, has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Since the device was not explanted, no further investigation can be performed at this time. Based on the case history reported, it is not possible to draw a definite root cause for the event reported. However, based on the documents review performed, no manufacturing deficits were identified. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the perceval IFU.

Event description:
The manufacturer was informed on this event through the sure avr database. On (B)(6) 2019, a female patient received a pvs21 in aortic position. The procedure was performed in median sternotomy. A coronary artery bypass grafting (CABG) was also performed during the same procedure. On (B)(6) 2019 (postoperative day 9), the patient received a permanent pacemaker due to a new conduction abnormality atrio-ventricular block grade iii. The patient was discharged on (B)(6) 2019. No adverse events are reported for this patient.